Event description:
Elderly male with left carotid stenosis admitted for left carotid endarterectomy. During the surgery, shunt in patient, it was identified that it was not working properly. When the device was removed, it was evidenced that there was a hole in the tubing for the balloon for the proximal portion of the shunt. Device removed without difficulty and no known harm to patient.